Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2013, the consumer used o.b tampons multi pack, one regular sized tampon, once, vaginally, for monthly cycle (lot number 2922m7396, expiration date unspecified). On the same day, when she tried to remove the tampon, the string fell off and the entire tampon got stuck in her vagina and she did not use the device any further. She was able to remove the tampon by herself on the same day. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2013, the consumer used o.b tampons multi pack, one regular sized tampon, once, vaginally, for monthly cycle (lot number 2922m7396, expiration date unspecified). On the same day, when she tried to remove the tampon, the string fell off and the entire tampon got stuck in her vagina and she did not use the device any further. She was able to remove the tampon by herself on the same day. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received from quality assurance on (B)(6) 2013: the consumer reported problem was with the 'regular' tampon contained within the multi pack, and therefore the complaint / investigation needs to be conducted for the 'regular' product. Therefore the product involved was ob regular digital tampon ca and specific lot number was not specified by consumer. This product was not same/similar to a us device. This report remains assessed as non-serious. The company causality was assessed as possible. This case was reassessed as non reportable case in the united states.

Manufacturer narrative:
This foreign report is being re-submitted on (B)(4) for the updated device, which is not considered same/similar to a us marketed device. This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (ob multipack). This closes out this report unless additional follow up information is received.